Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was on their tenth neurostimulator. The patient's previous neurostimulators "broke on her for some reason or another. Either, she uses them to the fullest extent of their power and [they] give out, or [they] corrode." The patient never knew what happened, just that they "stop" and were replaced. The patient had "pieces of leads" left in her body from the previous neurostimulators, but there was no indication of why they were left implanted. It was also noted that the patient had previously been implanted with other device manufacturer's products. Additional information had been requested, but was not available as of the date of this report.